Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges a different expiration date printed on product than on the sticker that is applied to the product. There is no reported patient involvement.

Manufacturer narrative:
Qn#(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. Traceability of this lot has been performed and it was noted that an extension of the expiration date (validated) was allowed for the reported lot. Therefore the sterility of the product is not compromised. The reported defect is unconfirmed. The original expiration date 07/28/2016 was extended to 11/28/2016 therefore the device was still within the extension period.

Event description:
The event is reported as: the customer alleges a different expiration date printed on product than on the sticker that is applied to the product. There is no reported patient involvement.